Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found three external insulation abrasions located at 8.1cm to 8.6cm, 69.5cm to 73.1cm, and 74.8cm to 75.1cm from the distal tip, caused by friction to another device or feature of the heart. All other damages found on the lead consistent with procedural damage.